Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported needle to cuff miss, foot separation and surgical intervention appear to be related to operational context. It is likely that a needle deflection during plunger/needle deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the suture retrieval issue. The deflected needle likely struck the foot plate separating the foot. The patient effects of occlusion and vascular injury (tissue damage) are listed in the electronic perclose prostyle instructions for use, as possible adverse events of use of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a proglide device using the pre-close technique via a 5f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, no suture was found when the plunger was removed from the first device [cuff miss/suture retrieval issue]. The suture of a new proglide was successfully pre-placed. After pre-placing this suture, it was found that there was no evident pedal pulse. When assessing the first device with the suture retrieval issue, the cuff and foot plate were noted to be missing. They were found to be in the posterior wall of the artery in one piece. A surgical cutdown was performed to remove the separated piece containing the cuff and footplate. It was confirmed that everything was successfully removed from the patient. The artery was noted to be damaged, and arterial patching and angioplasty were used to treat the arterial damage. It was confirmed that there was no device issue or patient effect related to the pre-placed suture of the second device. The sheath was upsized to a 10f sheath, and the evar procedure was completed. Hemostasis was achieved using manual suturing. The patient was reported to be doing fine post procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.